Event description:
A nurse called to report the customer was admitted to the hospital for high bgs. It was stated that the customer might have over eaten last night at a party. Troubleshooting was performed. The pump passed the testing. A follow up with the nurse also informed that the diagnosis was low abdominal pain with unknown origin and dka.